Manufacturer narrative:
The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the filter while infusing tpn. There was no report of patient harm.

Manufacturer narrative:
The customer¿s initial report of leaking at the filter was not confirmed. The later report of the piston being depressed and leaking was confirmed. Visual inspection showed that the distal smartsite piston was depressed. There was dried greenish/orange medication around the tip of the piston. Functional testing resulted in leaking from the smartsite during a gravity infusion. Pressure testing by performing an IV push with a syringe did not result in any leaking and after removing the syringe, the piston reverted back into its normal position. Repeated attempts failed to replicate the depressed piston or the leak. Destructive testing was performed by opening the smartsite; there were no molding flashes or other issues noted within the smartsite body that would contribute to the reported issue. The cause of the leak was determined to be a depressed smartsite piston. The cause of the depressed piston is unknown.

Event description:
A note received with the sample stated "area for syringe depressed - fluid squirted out." This was presumed to refer to the smartsite.